Manufacturer narrative:
Section b2: correction (date of death). Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable fully intact. The modular cable was returned attached to the pump cable. The sealed outflow graft conduit (outflow graft and outflow graft bend relief) was returned attached to the pump cover outlet port with the outflow graft bend relief hardware fully engaged. The outflow graft clip was returned attached to the outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the pump¿s blood contacting surfaces revealed acute, post-mortem blood formations. Coagulated, post-mortem blood formations were noted at the distal end of the interior textured surface of the inflow cannula, in the textured surface of the graft attachment as well as the lumen of the outflow graft, and in the textured-blood contacting surfaces of the pump outflow and the pump cover interior. The pump rotor and rotor well revealed post-explant blood with no evidence of depositions or thrombus formation. The depositions were non-adhered and appeared consistent with undrained blood remaining stagnant in the device following the explant procedure. These depositions would not have contributed to a functional issue. Further examination revealed no evidence of any developed or adhered thrombus formations within the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Heartmate 3 lvas IFU rev. B is currently available. Bleeding and death are listed in the hm3 IFU as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with epistaxis post-op and developed severe respiratory distress x 2 which required acls/CPR to resuscitation. The second respiratory distress episode happened as ent was cauterizing and treating epistaxis. Patient was revived post-respiratory arrest, however, developed anoxia with the event and was essentially brain dead. Family withdrew care on (B)(6) 2019. Autopsy is being completed. No further or additional information was provided.